Event description:
The customer observed falsely elevated architect free t4 results for one patient. The sample was repeated with lower results. The following data was provided: initial result processed on 12apr2024 = 29.77 repeat results = 16.04 and 17.43 reference range = 8.5-19.04 pmol/l no impact to patient management was reported.

Manufacturer narrative:
Likely cause size code and lot number were updated on 29may2024 from 07k65-78 lot 57269ud00 to 07k65-77 lot 57269ud02. Section d4 was updated including catalog #, lot #, and primary UDI number. The complaint investigation for falsely elevated architect free t4 result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In addition, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. An increase in complaints has been observed for lot 57269ud02, however, in-house performance testing was completed which indicates the product is performing as expected. A review of the device history record did not identify any non-conformances or deviations with lot number 57269ud02 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the architect free t4 reagent, lot number 57269ud02.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect free t4 results for one patient. The sample was repeated with lower results. The following data was provided: initial result processed on (B)(6) 2024 = 29.77 repeat results = 16.04 and 17.43. Reference range = 8.5-19.04 pmol/l no impact to patient management was reported.